Manufacturer narrative:
Onsite investigation was preformed and the field engineer noticed that the positioning louvre was bent. Straightening the bent positioning louvre resolved the issue. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system had to be re-homed twice within the past two weeks. There was no patient present when this issue was identified.